Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article transcatheter tricuspid valve-in-valve implantation for degenerative surgical bio-prosthesis using sapien 3: a case series. A patient with a valve model 7000tfx29 implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of approx. 5 years and 8 months due to degeneration leading to severe tricuspid stenosis (mean gradient 7 mmhg). Pre-procedure tte showed lvef 60%, rvef normal, no tricuspid regurgitation. Indication for initial replacement was native tricuspid valve disease. The patient presented with worsening desaturation (nyha IV). A 29mm sapien3 valve was implanted within the existing edwards surgical device with no reported complication for the patient. The patient recovered and was discharged to another hospital.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event.